Manufacturer narrative:
Concomitant products architect ck-mb ln 02k42-25, lot 91925un16 architect troponin ln 02k41-27, lot 10500un16 architect b-hcg ln 07k78-25, lot 58827ui00 architect tsh ln 07k62-25, lot 62417ui00 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. There is no malfunction as the customer initially tested the samples with wash buffer incorrectly made up with trigger solution. Repeat testing of the samples using correctly prepared wash buffer generated as expected results. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Concomitant products architect ck-mb ln 02k42-25, lot 91925un16 architect troponin ln 02k41-27, lot 10500un16 architect b-hcg ln 07k78-25, lot 58827ui00 architect tsh ln 07k62-25, lot 62417ui00.

Event description:
The customer observed false negative results on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial troponin < 0.006, repeat 0.071; sid (B)(6) initial troponin 0.016, repeat 0.023 sid (B)(6) initial troponin < 0.006, repeat 0.256, initial ck-mb 1.7, repeat 7.8 ; sid (B)(6) initial tsh < 0.01, repeat 1.08; sid (B)(6) initial troponin < 0.006, repeat 0.016, initial ck-mb <0.1, repeat 2; sid (B)(6) initial troponin 0.015, repeat 0.035, initial ck-mb <0.1, repeat 2.3; sid (B)(6) initial troponin < 0.006, repeat 0.028, initial ck-mb <0.1, repeat 0.9; sid (B)(6) initial bnp < 10, repeat 16.2; sid (B)(6) initial ck-mb < 0.1, repeat 6; sid (B)(6) initial troponin < 0.006, repeat 0.009; sid (B)(6) initial troponin < 0.006, repeat 0.013; sid (B)(6) initial tsh < 0.01, repeat 0.92; sid (B)(6) initial hcgp < 1.00, repeat 3345.55; sid (B)(6) initial hcgp < 1.00, repeat 45.8. One additional sample was negative for b-hcg and retested as positive (no sample ID provided). There was no impact to patient management reported.